Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or moisture damage inside pump noted during testing. Analysis was unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to keypad anomaly. The insulin pump received with scratched lcd window, cracked case near display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the buttons were unresponsive. The customer's blood glucose was 194 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.